Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned tracker was missing one of the two side tabs. Otherwise, the tracker receives and rotates known good instruments without issue. With markers attached and fully seated, the tracker displays a good geometry error with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that both the green and orange tracker did not hold the instruments anymore.